Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anteroposterior colporrhaphy, enterocele repair, paravaginal defect repair, and sacrospinous colpopexy due to complete vaginal vault prolapse. It was reported that following insertion the patient experienced urinary/bowel problems, bleeding, and vaginal scarring. It was reported that patient underwent symptomatic rectocele and internal rectal prolapse on (B)(6) 2012. It was reported that patient underwent exploration of left lower quadrant abdominal wall wound with evacuation of hematoma and wound vac placement on (B)(6) 2012 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 7/24/2017 additional information. Corrected information.